Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient had a 4 cm growth on their kidneys and needed an MRI (could not tolerate the dye for a CT scan). The patient stated that the therapy didn¿t really work as they used catheters 5 to 7 times a day. They further stated that they were told to use a catheter 3 times a day after the ins was implanted but that it ¿wasn't enough since she still had debris in her bladder, which caused infections every 3-4 weeks¿. Follow up information received on (B)(6) 2017 from the patient reported they were to have the device removed on (B)(6) 2017. The patient reported they kept ¿too much residual urine¿ for effectiveness and noted that they had a urinary tract infection once a month ¿without fail¿. There were no further complications reported or anticipated.